Event description:
Same patient as 2134265-2009-04928. It was reported that during a carotid artery stenting procedure, the patient experienced bradycardia. The target lesion was located in the right ostium of the internal carotid artery, and was treated with a filterwire ez and placement of a carotid wallstent. The site reported an adverse event of bradycardia occurring during the index procedure. It was treated with placement of a filterwire ez and placement of a carotid wallstent. The lesion was post-dilated, residual stenosis was unknown. The bradycardia was treated with medication and the event was considered resolved without residual effects the day of the procedure. The patient was discharged the next day.

Manufacturer narrative:
The batch number is unknown so the manufacturing records for the complaint device could not be reviewed. The product was not returned; therefore, no product analysis will be conducted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.